Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer ran a 2 unit insulin test and observed insulin exiting; it was not specified whether the insulin was exiting the cartridge tubing or the infusion tubing and it was not specified if the customer ran a 2 unit test bolus or 2 unit fill tubing sequence. The customer's blood glucose level was 123mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as they no longer were received an occlusion alarm.